Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 5071-35 lead, implanted (B)(6) 2010; 6945-65, implanted (B)(6) 1998.

Event description:
It was reported the antibacterial envelope did not absorb and caused erosion through the skin when the device moved laterally. It was also reported the device migrated and eroded through the skin. It was noted this was due to the patient losing a lot of weight. The envelope was removed and the device was re-positioned back into the pocket. No further patient complications have been reported as a result of this event.